Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ 2-way extension set leakage. The following information was provided by the initial reporter, translated from dutch to english: nutraclear drip leaking.

Event description:
It was reported that the bd neutraclear¿ 2-way extension set leakage. The following information was provided by the initial reporter, translated from dutch to english: nutraclear drip leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06-oct-2022. H6. Investigation summary: one py2101ncm sample from 22a03-tc was received without packaging for investigation; the customer reported leakage from the neutraclear component. The sample was received connected to a 5ml bd posiflush syringe. A visual inspection of the returned extension set identified that the piston of one of the neutraclear devices was damaged, and appeared to be recessed. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed that one of the two neutraclear components had a recessed piston; a closer inspection of the component identified that the internal needle of the component had been damaged. A review of the production records for lot 22a03-tc did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. Please note the directions for use (dfu) for the neutraclear valve states "neutraclear¿ valves may be incompatible with some male luer connectors, including pre-filled glass syringes. To avoid damaging neutraclear¿, which could result in delays in the administration of medications and potentially serious events, users must make sure the inner diameter of the male connectors associated with neutraclear¿ exceeds 1.5 mm"; use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. Analysis of the returned bd syringe confirmed that it was compatible to be used with the neutraclear component.